Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to fit the usb cable into the usb port of the pump, which prevented the pump from charging and caused the pump to shut off. Additionally, the battery gauge was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.